Event description:
An analysis was performed on the returned tablet and a defective main board was confirmed. Once the board was replaced with a known good board, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's tablet is powering on but the screen remains black. The power button is in the correct orientation and stays lit. The battery charge indicator lights turn on, but the screen remains black. The tablet was turned off and on several times with no success. The tablet was returned to manufacturer on (B)(6) 2015. Analysis is underway but has not been completed.